Event description:
Reporting status: malfunction. Reporting rationale: particulate could become a foreign body in the patient and cause or contribute to patient injury. Device issue: foreign material on device. It was reported that the procedure began by wiring with an ht extra s'port guide wire and then a voyager 2.5 x 20 mm was used to pre-dilate the lesion. A xience v stent was then deployed successfully. The same voyager 2.5 x 20 mm was used again to perform post-dilatation. While attempting to push the balloon to reach the stented lesion, the balloon system stuck on the guide wire and could not be pushed forward .the system was pulled back. In the physical investigation of the system, a dark particle was found in the inner lumen. The physician believed the particle came from the balloon and was the cause of the stick. No additional event or patient information is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was fluid in the inflation lumen and in the balloon. The balloon had loose folds. There was no damage noted to the balloon catheter. There was a piece of gauze folded up. Inside the gauze was a small ball of blue and purple fibers. The guide wire used in the procedure was not returned. A mandrel was advanced through the tip and out the guide wire exit notch. This met manufacturing criteria. A new guide wire was back loaded through the balloon catheter and there was no resistance noted. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.